Event description:
The customer called to report that she experienced high bg levels (395-444mg/dl) while wearing a pod. The cannula was observed to have been kinked, but no blood was noted. The pod was deactivated and will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.